Event description:
In 2009, the pt reported the up button on her insulin infusion device does not respond when pressed which has resulted in her experiencing some low blood glucose incidents. She said there is no physical damage to her device and the button pops up when pressed. She stated that one month prior, she had a blood glucose reading in the 20's mg/dl which she thinks was due to her device button not properly responding. She said she corrected her reading by taking honey. She said this morning that she had an elevated reading of 300+ mg/dl which she believes is due to the button not responding when bolusing. The pt did not require assistance from a healthcare professional or a second party to address the issue. Product was replaced and requested to be returned for eval.